Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed deep to 80% and the patient became hemodynamically unstable with dropping arterial pressures to less than 60 mmhg. It was reported the patient would not recover until the valve was recaptured. The valve was deployed a second time deep and the patient became hemodynamically unstable again. The valve was recaptured and the patient recovered. On the third deployment attempt, the patient was unable to recover, even after recapturing the valve. The patient died. The valve was never released.